Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential reading over a 30 second time frame on the medisense 2 blood glucose monitor. The values, when plotted on a parkes error grid, fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment assoicated with this event.